Event description:
It was reported that an ilet user received repeated alert 38 for consecutive stalled motor, and despite restarting, the alert persisted, prompting shipment of a replacement ilet and instruction to return the original device; the user reported hyperglycemia with a highest glucose of 347 mg/dl for a couple of hours without ketone testing, medical intervention, or assistance, and transitioned to backup therapy until the replacement arrived. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of insulin delivery management and a device replacement to restore therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.